Event description:
Received an intense pulsed light (ipl) treatment from md. Md used 515 filter for pigment at 14 joules, pulse width 20, cooling 20, no adapter. Md also used (in same session) 560 filter with adapter for vascular at 18 joules, no pulse width noted, cooling 25. Immediately upon completion of tx had red areas and welts and darker and new "spider vein" vessels in some treated areas. Within 3-4 days had large (1/4" x 1/4") red mark on orbital bone area with port wine stain appearance and depressed texture, and bubbling/blistering on forehead. Informed by md who performed ipl that the head burst a blood vessel; it would fade, keep bubbled areas moist with vaseline. Red mark faded in about 9 days but left broken blood vessels. Edges were sharply defined and not diffuse. Nine days after ipl noticed tiny drops of light red liquid coming out of random treated areas on face. Liquid appears to be blood. When wiped, no visible wound other than perhaps pore or small indent. Within 14 days had rosacea flare with pustules and new "spider vein" blood vessels. As swelling faded numerous depressions became visible in treated areas. Some looked like large/deep pores, some looked like strings of such pores, some had square or angular shapes. Areas on forehead and cheeks developed hyperpigmentation, especially where skin bubbled. Skin appears dry and has s wrinkled appearance. Bleeding continuing to present day, some days have no bleeding, some days have up to about 5 or 6 bleeds of various degrees of severity. Burns, atrophic scarring, depressions, burst blood vessels, new telangiectasia, rosacea flare (pustules), hyperpigmentation, chronic superficial bleeding from treated areas.